Event description:
On (B)(6) 2025, the physician inserted a prokera plus into a patient for dry eye syndrome. The patient reported having discharge in the left eye as well as pain on (B)(6) 2025. Upon device removal, the doctor noted anterior chamber inflammation. Culture was obtained, which returned a negative result. After device removal, the patient was treated with prednisolone drops (steroid) 4x daily and moxifloxacin (antibiotic) 4x daily. She is now improved without anterior chamber cells (inflammation has resolved). Has reduced prednisolone to 2x daily and is continuing treatment for dry eye syndrome with other therapies.

Manufacturer narrative:
This medical device report, is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback, and a 483 observation received 02/18/2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulations. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events, since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection, that redefined as reportable cases were medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 02/18/2026. We respectfully request that FDA accept this retrospective MDR as part of our commitment to address the observation, perform corrective action, enhance regulatory compliance, and continuous improvement.